Event description:
Philips received a report that during the use of the device, metal was attracted from the outside, resulting in injuries of the hospital staff. Field service engineer has arrived at the venue and together removed the injured person through simple treatment. The injured person received the treatment at the hospital on (B)(6) 2025. The skin and muscles on the right lower leg were injured and bleeding, the extend of which could not be confirmed. There is no more detailed information about the reported event of the harmed user. Based on information available at the time of this report submission, there is insufficient information to determine whether the reported harm meets criteria for serious injury. Therefore, we report this incident out of caution.

Manufacturer narrative:
No functional tests were performed as this issue was caused by a use error by bringing a metal object into the examination room. Based on the provided information there is no indication of a malfunction of the MRI system. It is a known issue that no magnetic materials should be brought into the examination room. Based on the information available, the cause of the reported problem was a user error. No information was made available related to the outcome for the user other then that the skin and muscles on the right lower leg were injured and bleeding and that the user received the treatment at the hospital.